Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient underwent and unrelated procedure. During the procedure, externalized conductors were observed on the right ventricular lead. No electrical anomalies were noted. The lead was not revised. On (B)(6) 2019, the patient's right ventricular lead was capped and replaced. The patient was stable throughout.